Event description:
It was reported that while using the ilet with dexcom g7 continuous glucose monitor (cgm), the patient experienced a low glucose episode in the 70 mg/dl during a walk, consumed an 8 oz soda and possibly additional carbohydrates, and subsequently developed hyperglycemia with readings near 290 mg/dl; later, glucose declined to the 60 mg/dl, was treated with glucose tablets and chocolate, and a factory reset was performed under guidance due to concerns that the ilet had maladapted. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and no specific component was implicated; the event involved improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.